Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, and the possibility that permanent impairment may result, this event meets the criteria for reportability per 21 cfr part 803. The implant was evaluated for diameter and length measurements and found to be in specification.

Event description:
In this event it was reported that a pt experienced paresthesia after placement of an ankylos c/x implant. The implant was removed approx 1 day later. As of the last update, the pt reported improvement, though a little numbness remained.